Event description:
A catheter separated and remained in the patient's arm.

Manufacturer narrative:
Additional information has been requested and a mailing container and prepaid label have been sent to return of the device. Upon completion of the investigation, a supplemental report will be submitted.